Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump bleeps and was power off. The customer¿s blood glucose level was 7.4 mmol/l at the time of the incident. Customer stated when they enters a new battery they hears a strange bleep noise and also the pump freezes a lot and goes working again after inserting a new battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no weak battery alarm, low battery alert, off no power alert, audio. Vibrate anomaly and frozen screen noted.